Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer had low blood glucose levels of 10 mg/dl. The doctor of the customer reported that the customer was hospitalized again for low blood glucose levels. The doctor of the customer believes that the customer should not be on insulin pump therapy. It was reported that the customer was not willing to work with her doctors. It was reported that the customer was found unconscious at her home. The doctor of the customer reported that they will contact the endocrinologist to stop filling prescriptions for the customer. No additional information was provided.